Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s pump resets the settings. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the functional tests, including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was programmed with the current time and date and monitored for several hours. The time and date are functioning properly with no delays noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged pump resets settings anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.